Manufacturer narrative:
(B)(4). Age at the time of event: 70s. (B)(4).

Event description:
Same case as 2134265-2016-00046. It was reported that the burr was stuck on the wire. Vascular access was obtained through the left radial artery. The target lesion was located in a severely calcified left anterior descending artery (lad). During the procedure, the physician attempted to insert a 6fr non bsc guide catheter and 2 non bsc guide wires; however, both guide wires were unable to cross the lesion. The physician then changed the guide wire to a different non bsc guide wire which was able to cross the lesion. A non-bsc catheter was then advanced but was unable to cross the lesion. The physician then exchanged the guide wire to a rotawire and utilized a 1.5mm rotalink burr to perform ablation at a maximum speed of 8000rpm. The physician then withdrew the devices; however the tip of the burr was stuck on the rotawire outside the patient's body. The physician then manually separated the burr and the rotawire with his fingers making the rotawire unusable. The procedure was completed with ablation using a 1.75 burr, implantation of a 2.5x24 non bsc stent in the posterolateral branch and a 3.5x24 promus premier stent was implanted in the proximal. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: unit was returned in a generic plastic bag. The unit returned has wire kinked in the middle of the device and near the proximal section. All the outer diameter and guidewire overall length measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-00046. It was reported that the burr was stuck on the wire. Vascular access was obtained through the left radial artery. The target lesion was located in a severely calcified left anterior descending artery (lad). During the procedure, the physician attempted to insert a 6fr non bsc guide catheter and 2 non bsc guide wires; however, both guide wires were unable to cross the lesion. The physician then changed the guide wire to a different non bsc guide wire which was able to cross the lesion. A non-bsc catheter was then advanced but was unable to cross the lesion. The physician then exchanged the guide wire to a rotawire¿ and utilized a 1.5mm rotalink¿ burr to perform ablation at a maximum speed of 8000rpm. The physician then withdrew the devices; however the tip of the burr was stuck on the rotawire outside the patient's body. The physician then manually separated the burr and the rotawire with his fingers making the rotawire unusable. The procedure was completed with ablation using a 1.75 burr, implantation of a 2.5x24 non bsc stent in the posterolateral branch and a 3.5x24 promus premier stent was implanted in the proximal. No patient complications reported and the patient's status was good.